Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter for a lap gastric sleeve and bypass procedure, the seal detached from trocar. There is also air or gas leak from the seal. Current patient status is alive with no injury. There is subcutaneous emphysema 80% of the time in the left upper quadrant. The subcutaneous emphysema usually resolves itself and due the location of the emphysema, the surgeon had no concerns for the patient. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.